Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement. In addition, the presenting rhythm events had much shorter atrial pacing to ventricular pacing interval of 100 milli seconds compared to the first event which was 180 milli seconds. As of this time, this ra lead remains in service. No adverse patient effects were reported.